Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that they couldn¿t move forward thru the tabs on the 8840 programmer and the reservoir volume was listed at 0.0. It was reviewed that you must work left to right on the 8840 and if a field is missing or blank one cannot move forward to the next tab. In this case it was the reservoir volume. No patient symptoms reported. The pump was used to deliver baclofen. No interventions or patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.